Event description:
It was reported that this right ventricular(rv) lead exhibited rv pace impedance measurements that were previously stable in the 600-700 ohms range with abrupt changes into the 1000 ohm range. In addition, there was a single spike to the high out-of-range pace impedance measurement of 2,481 ohms. No lead noise was observed at this time. Technical services (ts) discussed possible lead-header spring contact interaction. However, rv auto-capture (rvac) tests also showed abrupt increases to 2.7v from 0.6v; ts indicated that this was not typical with the spring contact. The pacemaker system remains in service, however ts recommended further lead evaluation. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).